Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The customer initiated a service repair request but did not state a specific issue. Upon triage at the local technical center on (B)(6) 2016, service found the unit had an interior burn mark on the rear case.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit was found to have an interior burn mark on the rear case. The unit was triaged and the complaint was confirmed. During triage, it was noticed that there was fluid contamination inside the unit (crystalized formula). The possible root cause of the malfunction could potentially be due to the fluid contamination. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.